Manufacturer narrative:
The universal power distributor (upd) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the errors via system logs but was not able to reproduce the issue. This upd was tested on the final test system, programmed and system started at normal mode with no errors and failure message. Fa verified all axes with no errors and failure. Power cycles 10x and all passed. The assembly remained on the system for 1 hour in normal mode, with no failure and no error. Drove the patient side cart on ac mode and battery mode with no error message and no failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal power distributor (upd) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure (post-anesthesia), a nurse called to report that non recoverable error 31221 popped up after the system startup. The intuitive technical support engineer (tse) checked logs and confirmed the error pointing to power issues. Tse asked caller to hard power cycle emergency power off (epo) the patient side cart (psc) and restart the system afterwards. Error persisted after restart. The procedure was converted to laparoscopy with no reported injury.